Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were encountering an issue with the monopolar curved scissors (mcs). When the customer was applying monopolar energy, a large flame/spark was emanating from the monopolar curved scissors instrument tip. The customer had switched to a backup monopolar curved scissors instrument with no change. The tse recommended that the customer replace the instrument energy cord and power-cycle the erbe generator. The customer swapped the cord and power cycled the generator, which resolved the issue. No action was required by the field service engineer (fse). The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The site replaced the cord and power cycled the generator, which resolved the issue. The system was working properly and no additional action was required as the issue was resolved.